Event description:
It was reported to philips that the system's footswitch charger was unable to charge. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. Despite the charger issue in wireless footswitch, the procedure was successfully completed using the wired footswitch, ensuring continuous operation during clinical use. A philips remote service engineer (rse) conducted a remote inspection and confirmed the malfunction of the bluetooth footswitch charger. Following this confirmation and in response to the customer's request, the rse ordered a new wireless charger for the customer. Upon receiving the new wireless charger, the customer replaced the defective unit. After the replacement, the system was tested and confirmed to be performing as intended, with the wireless functionality restored. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.